Event description:
Staff heard an unusual sound coming from the maquet device. Device removed from patient's left leg to discover the heating element on cautery device was red/orange. It was burning plastic on the tip and would not de-activate. Device removed from field.